Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown.

Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. About a year later, it was noted the closure device did not have a perfect seal, so the patient remained on blood thinner medication. No additional information known at this time.